Event description:
A 2.4mm mandibular reconstruction plate implanted in a patient four years ago broke post operatively. Plate was explanted and replaced with unknown hardware. Surgeon advised that bone graft was not installed with plate at the time of the original procedure as patient would not have tolerated a secondary procedure.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.